Event description:
Edwards received notification from brazil that this valve model 7300tfx27 implanted in the mitral position of this patient was explanted after an implant duration of at least 3 years and 3 months due to mild degenerative thickening leading to reduced leaflet mobility, severe stenosis and moderate regurgitation. The patient presented with dyspnea prior to the intervention. Another bioprosthetic valve was implanted in replacement. As reported, the patient stayed hospitalized for 5 days following the procedure and was noted to be in good condition.

Manufacturer narrative:
D6a: if implanted, give date: the implant date is known only as "2022". Therefore, 31dec2022 is being used to calculate the minimum implant duration. H11: additional manufacturer narrative: device evaluation anticipated, but not yet begun. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.